Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during the second firing for pulmonary parenchyma resection, the surgeon started fire the device, however it stopped on the halfway. Removed the device from the tissue, replaced by new reload, then connected to same handle. The surgeon started fire the device, however it also stopped on the halfway. Then replaced by second handle and third reload and the surgeon started fire the device, despite of a crack sound, the surgeon could fully fire the device and the firing was successful. No patient injury.